Event description:
In /2008, the pt reported elevated blood glucose of 550 mg/dl which occurred " a few days ago" and she experienced chest pain and pain in her arms. She stated that she fills her insulin cartridges to 260 units instead of 315 units because she feels the markings on the insulin cartridges are "off". She stated that she received the low cartridge warning, however, the insulin cartridge was empty. She changed the insulin cartridge and bolused 10 units of insulin to lower her blood glucose. Her normal blood glucose range is 60-120 mg/dl. Upon follow up on twelve days later, the pt stated that everything was "going well". The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the alleged insulin cartridge to return for evaluation. An insulin cartridge from the same lot was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.